Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results that the reported event is confirmed as there was a fiber body break identified during functional testing. It is probable that rough technique or excessive manipulation of the fiber during set-up could have contributed to the fiber body break. Based on the analysis results and information available, the interaction between the user and device caused or contributed to the observed fiber damage and reported event. According to the instructions for use (IFU), caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Device history record review: the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted identified a break located in the fiber body 28" from the connector. The connector cone, segments, and tabs appear in good condition and secured. The connector passed the connector segment verification test. The control knob is attached and aligned with the fiber and can rotate it. No damages were observed on the fiber connector. The glass cap exhibited no devitrification at output window. The metal cap exhibited no charred detritus adhesion on surface. Labeling review: a review of the product labeling was completed. The instructions for use was reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions and no patient injury was reported. According to the instructions for use (IFU): caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: based on analysis result a conclusion cause of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that the fiber sheath was broken in several places. A different device was used to complete this procedure. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported break on the fiber sheath cannot be established as the product is not available for analysis. The device history record review confirmed that the fiber met specification prior to release. According to the IFU, the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or ben the fiber. Warning: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. DHR history review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the of the device labeling was completed. The device instructions for use (IFU) states, caution: do not use if the package is damaged. Damage to the package may result in damage to the fiber or compromised sterility. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or ben the fiber. Warning: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. The cause that contributed to the reported event cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber sheath was broken in several places. A different device was used to complete this procedure. There was no reported clinical consequence to the patient.